Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The product problem was filed under adc case # (B)(4), ref no. 2954323-2017-02321-00. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a customer reported that his adc blood glucose meter would not turn on with the button or test strip. On (B)(6) 2017, the customer contacted adc to track the delivery of the replacement meter, which had not arrived. As a result of not having a meter to test with, the customer reported that on (B)(6) 2017 at 1:00 pm he felt dizzy, and called 911. When 911 did not arrive, the customer¿s wife transported him to the emergency room at 2:00 pm. In the ER, multiple lab tests were performed and the customer was found to have a high potassium level. A nurse tested his glucose level with a result of 120 mg/dl. The customer reported receiving food ("cranberry juice diet") after the reading of 120 mg/dl was obtained. Additionally, the customer was reportedly injected with insulin and placed on an ¿IV¿ (customer did not know the dose of the insulin or contents of the IV). Customer¿s blood glucose was tested again after dinner with a result of 144 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Customer weight), (adverse event/product problem), (describe event or problem) and (type of reportable event) were incorrectly documented in the MDR follow up #1 report.

Event description:
On (B)(6) 2017 a customer reported that his adc blood glucose meter would not turn on with the button or test strip. On mar 22, 2017, the customer contacted adc to track the delivery of the replacement meter, which had not arrived. As a result of not having a meter to test with, the customer reported that on (B)(6) 2017 at 1:00 pm he felt dizzy, and called 911. When 911 did not arrive, the customer¿s wife transported him to the emergency room at 2:00 pm. In the ER, multiple lab tests were performed and the customer was found to have a high potassium level. A nurse tested his glucose level with a result of 120 mg/dl. The customer reported receiving food ("cranberry juice diet") after the reading of 120 mg/dl was obtained. Additionally, the customer was reportedly injected with insulin and placed on an ¿IV¿ (customer did not know the dose of the insulin or contents of the IV). Customer¿s blood glucose was tested again after dinner with a result of 144 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event.